Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell in her bathtub and had fallen on the implantable neurostimulator (ins). Since her fall she had issues and a return of symptoms. Before the fall she had stimulation set around ¿one¿ and it was good for the patient. Since the fall she had to increase stimulation up to ¿two¿ and she could feel stimulation a little bit but not much. The patient was concerned that the fall might have damaged or moved the implant. The patient was going to contact the healthcare professional (hcp) to make an appointment. The issue occurred in the beginning of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.